Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil). During the procedure, while attempting to advance a smart coil through a non-penumbra catheter, the physician experienced resistance before reaching the tip of the introducer sheath and the smart coil was unable to exit out of its introducer sheath. Therefore, the smart coil was removed and the procedure was completed using a new smart coil and the same non-penumbra catheter. It should be noted that the physician used a rotating hemostasis valve (rhv). There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil windings were offset and the coil was intact with its pusher assembly. Conclusions: evaluation of the returned device revealed that the coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated in the hub of the microcatheter prior to insertion, damage such as this may occur. During the functional analysis the smart coil could not be advanced through a demonstration microcatheter. The offset coil windings likely prevented the smart coil from advancing through a demonstration microcatheter during functional analysis. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.